Event description:
It was reported that the patient had been treated since 2010 for several ¿lateral tears.¿ it was noted that the doctor placed the implantable neurostimulator (ins) directly on top of the ¿lateral tears¿ in his right hip. It was noted that the patient asked the doctor to move the ins but ten days prior to report the doctor said that he would not move the battery for 3 months. It was noted that the patient saw 3rd hip specialist and ER since (B)(6). It was noted that the patient could not have arthroscopy because of the ins. It was noted that the patient saw another doctor, 25 days prior to report, who was a hip specialist and he told the patient that too much damage was done by his ins to do anything about it now. It was noted that the patient told the implanting doctor this over the phone and he had not gotten a call back as of the date of report. It was noted that the patient could not currently get off the floor because his right hip won¿t work. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concoitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3888-45, lot# va08lmz, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# v575374, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013-, product type: lead. (B)(4).